Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush head on 11-jun-2018. Product investigation is in progress.

Event description:
Consumer e-mailed stating that the small head on the end of the brush head popped off. No injury was reported.

Manufacturer narrative:
(B)(6)-2018 product investigation results: reporter returned toothbrush head on (B)(6) 2018. Toothbrush head confirmed to be counterfeit.

Event description:
Consumer e-mailed stating that the small head on the end of the brush head popped off. No injury was reported.